Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded between 48.7 cm and 49.2 cm and between 49.2 cm and 49.5 cm from the connector pin. The damage found is consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the lead exhibited high thresholds. The lead was replaced.